Event description:
Related manufacturer report number: 1627487-2023-05240. It was reported that during the patient's scheduled lead revision on (B)(6) 2023 their ipg experienced a "power on reset" error. Technical support was contacted and stated the error was likely due to interaction with current from an electrosurgery device. The patient's ipg was confirmed to be functional following the procedure and therapy was restored.

Manufacturer narrative:
It was reported that during the patient's scheduled lead revision their ipg experienced a "power on reset" error. Technical support was contacted and stated the error was likely due to interaction with current from an electrosurgery device. The patient's ipg was confirmed to be functional following the procedure and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.